Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported shocking and paralysis on the left side of her body. The patient stated the reason she got the interstim was to try to help with her bladder symptoms. The patient stated she had a disability. The patient noted she hardly got out of bed because her bladder disease was that bad, and the pain was bad. The patient stated they got out of bed at 1 or 2 am and does not sleep at night, she was up every 5-10 minutes, and took something to help her sleep then holds her urine just like acid in her. The patient stated she managed to make it through the day mostly the pain was her disease was pain and frequency. The patient stated the pain of the urine inside of her felt like someone poured acid in her body all day long. The patient noted that during the call she was pretty bad and could not get out of bed. The patient stated something was not quite right with the implantable neurostimulator (ins). The patient stated that within a day she could not move all the left side of her body so she turned it off and the second she turned on (B)(6) it shocked the whole left side of her body, she was walking and it was almost as if she was paralyzed on the left side, it scared her, she sat down, relaxed, and it got better than about 5 that evening it happened again. The patient noted it was almost like someone stabbed her back, hit a nerve, and almost like she was paralyzed on the left side of her body. The patient stated they panicked and turned the device off. The patient stated she thought maybe it was swollen because it was the 3rd time with exact same incision. The patient stated that the third one she was at 0.5 then of course had to turn it down to 0.1 because it was shocking her. The patient stated she was at 0.3 when she left the hospital then when she tried to turn it on for the second time it immediately shocked the whole left side of her body. The patient had 2 incisions and was not doing well. It was noted the therapy was not on. The patient decreased amplitude to 0.0 on current setting in case she turned it back on she could start at 0 and increase slowly. The patient stated it failed within a week on the right side. The patient stated her third implant was on the right side. The patient stated the device on the right was not only out of place, out of the pocket it was literally upside down. The patient stated they could see it sticking out of the back of her end, and they were able to see the whole box it was stuck out and it was upside down. The patient stated that led to a surgery. The patient noted it did help the symptoms. The patient stated it did help for pain if they didn¿t go as often. The patient stated the fact was the device never had worked, it had been out of place or hitting in the wrong place. The patient further stated just with it being off there was a big difference and she did not really notice it until they would turn the device off. The patient stated they said give it a week or two, let your body see what happen and then she realized how many the device helped. The patient stated if they could just get it right, even if they could get it somewhat going in the right, it would help. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was not paralyzed. They had pain from the stimulator. At the time of the report, they had one program that didn't cause leg pain. The paralysis was not related to the device or therapy.